Manufacturer narrative:
E was initially received via regulatory authority (FDA /manuf and user facility device exp, reference number: mw (B)(4)) on 04-oct-2013. The most recent information was received on 14-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain post essure / left side pelvic pain: during menstruation / pain"), visual impairment ("spots/floaters in vision"), trigeminal neuralgia ("brain shocks (diagnosed as trigeminal neuralgia)"), back pain ("back pain (severe, lower back)"), arthralgia ("hip pain (both hips)"), menorrhagia ("heavy periods (soaking an over night pad in 1 hour)/abnormal bleeding ( menorrhagia)"), menstrual disorder ("blood clots during period/ menstruation issues"), dyspareunia ("painful intercourse"), coital bleeding ("bleeding after intercourse"), constipation ("constipation (bowel movements sometimes 3 days apart)"), chest pain ("chest pains (both sides, radiates into shoulder)"), vaginal discharge ("discharge (between periods, yellowish green color, no infections found)"), dizziness ("dizziness"), weight decreased ("weight loss (unexplained)/weight loss"), alopecia ("hair loss (falling out 10-15 strands at a time)"), asthenia ("loss of energy (even after full nights sleep)/ fatigue"), palpitations ("heart palpitations"), dysgeusia ("nickel taste in mouth"), peripheral swelling ("numbness/swelling in hands (both)"), hypoaesthesia ("numbness/swelling in hands (both)"), ovarian cyst ("ovarian cysts"), musculoskeletal pain ("pressure in buttocks when sitting"), dental caries ("cavities in teeth (oral hygiene did not change after implantation)/ dental problems"), abdominal discomfort ("vibrating sensation in lower abdomen") and genital haemorrhage ("bleeding post essure") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 5 (*date of births: (B)(6) 2000, (B)(6) 2001, (B)(6) 2006, (B)(6) 2007, (B)(6) 2009), amniocentesis, miscarriage, hypermenorrhea, crawling sensation of skin, back pain, ovarian cyst, urinary hesitancy, seizure in 2006, cholecystectomy in 2002, bunionectomy, obesity and multiple caesarean sections. Previously administered products included for pregnancy prevention: birth control pills from 2007 to 2009. Past adverse reactions to the above products included malaise with birth control pills. Concurrent conditions included taste metallic, breast pain, smoker, dysfunctional uterine bleeding since (B)(6) 2012, diphtheria immunisation, skin lesion, anorectal pain, anxiety, major depression since (B)(6) 2015, pain in hip since (B)(6) 2017, pain in thigh since (B)(6) 2017, libido decreased since (B)(6) 2017, overweight, abdominal pain, decreased appetite, keloid scar, pruritus, intra-abdominal cancer advanced, renal cyst nos since (B)(6) 2013, epigastric pain, ovarian mass, adrenal mass, dermoid cyst, endometrial metaplasia, fever, ovarian cystadenoma, pelvic adhesions, abdominal adhesions and adnexa uteri cyst. Concomitant products included docusate sodium, hydrocodone, ibuprofen (ibuprofen astec) and paracetamol (apo-acetaminophen). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion disability), vaginal haemorrhage ("abnormal bleeding (vaninally)/abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced weight decreased (seriousness criterion disability). In (B)(6) 2013, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), visual impairment (seriousness criterion disability), trigeminal neuralgia (seriousness criterion disability), back pain (seriousness criterion disability), arthralgia (seriousness criterion disability), menstrual disorder (seriousness criterion disability), dyspareunia (seriousness criterion disability), coital bleeding (seriousness criterion disability), constipation (seriousness criterion disability), chest pain (seriousness criterion disability), vaginal discharge (seriousness criterion disability), alopecia (seriousness criterion disability), asthenia (seriousness criterion disability), palpitations (seriousness criterion disability), hypoaesthesia (seriousness criterion disability), dental caries (seriousness criterion disability), abdominal discomfort (seriousness criterion disability), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), weight increased ("weight gain/loss (specify which one)weight gain"), hormone level abnormal ("hormonal changes"), polycystic ovaries ("reproductive system disorder (pcos)"), uterine leiomyoma ("reproductive system disorder (fibroids)"), bladder pain ("bladder pain (mild-severe)") and metrorrhagia ("spotting between periods/ metorrhagia"). On an unknown date, the patient experienced dizziness (seriousness criterion disability), dysgeusia (seriousness criterion disability), peripheral swelling (seriousness criterion disability), ovarian cyst (seriousness criterion disability) and musculoskeletal pain (seriousness criterion disability). The patient was treated with surgery (underwent robotically assisted total laparoscopic hysterectomy bilateral salpingectomy, oophrectomy.). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, coital bleeding, alopecia, asthenia, genital haemorrhage, vaginal haemorrhage, urinary tract disorder, migraine, nausea, weight increased, hormone level abnormal, polycystic ovaries, uterine leiomyoma, bladder pain and metrorrhagia had resolved, the visual impairment, trigeminal neuralgia, back pain, arthralgia, constipation, chest pain, vaginal discharge, weight decreased, palpitations, hypoaesthesia, abdominal discomfort, depression and anxiety outcome was unknown, the dyspareunia, dental caries, bladder disorder and headache had not resolved and the dizziness, dysgeusia, peripheral swelling, ovarian cyst and musculoskeletal pain outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, alopecia, arthralgia, asthenia, back pain, chest pain, coital bleeding, constipation, dental caries, dizziness, dysgeusia, dyspareunia, hypoaesthesia, menorrhagia, menstrual disorder, musculoskeletal pain, ovarian cyst, palpitations, peripheral swelling, trigeminal neuralgia, vaginal discharge, visual impairment and weight decreased with essure. The reporter considered anxiety, bladder disorder, bladder pain, depression, dysmenorrhoea, genital haemorrhage, headache, hormone level abnormal, metrorrhagia, migraine, nausea, pelvic pain, polycystic ovaries, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per pfs, onset date of weight gain was (B)(6) 2010, dyspareunia, coital bleeding and dental caries was (B)(6) 2010, dysmenorrhea was 2010, asthenia and nausea was (B)(6) 2010 and alopecia was (B)(6) 2011 (prior to essure insertion date). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Computerised tomogram - on (B)(6) 2013: bilat renal cysts . (B)(6) 2015, pathology report. Pre-op diagnosis- left adnexal mass. Specimens: a. Ovarian cyst, right: b. Uterus with cervix, left fallopian tube ovary,rt fallopian tube. Final diagnosis: a. Right ovarian cyst: - benign serous cyst adenoma. B. Uterus with cervix, left tube and ovary, right fallopian tube. - cervix: squamous metaplasia. - endometrium: proliferative endometrium. - myometrium: no significant lesion. - left ovary: dermoid cyst. - bilateral fallopian tubes: no significant lesion. Gross description- right ovarian cyst: the specimen consists of fragments of gray tissue that measure in aggregate 0.7 x 0.3 x 0.2 cm. Cervix, uterus, left tube and ovary and right fallopian tube: the specimen was received fresh from the or and consists of a uterus with cervix, left fallopian tube and ovary and right fallopian tube weighs 122 g. The uterus and cervix measure 9.8 x 6.3 x 3.8 cm the cervix measuring 4.0 cm in length and 3.2 cm in average diameter. The specimen is opened laterally and reveals an endocervical canal measures 4.0 cm in length and 0.8 cm in diameter that is lined by glistening tan mucosa. The endometrial cavity is regular-shaped and measures 5.0 x 3.2 cm it is lined by glistening tan mucosa that measures 0.1 cm in thickness. The left ovary measures 5.0 x 4.0 x 4.0 cm and upon sectioning reveals a 4.7 x 4.0 x 3.8 cm cyst filled with soft cheesy yellow and oily material. Microscopic description: a. Sections show a cyst wall lined by low cuboidal epithelium consistent with a benign serous cystadenoma. There is no evidence of atypia or malignancy. B. Sections of cervix are squamous metaplasia. The endometrium shows proliferative endometrium. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), ¿processing essure cases in dev@com.¿ medical assessment: the reported medical events are not necessarily indicative of a quality defect. No batch number was reported. No complaint sample was provided for technical investigation. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number or sample. At time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. Based on the available information, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on 14-sep-2018: pfs received. Following event: psychological or psychiatric problems condition: depression, mental anguish. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Initially received via regulatory authority (FDA /manuf and user facility device exp, reference number: mw5031548) on 04-oct-2013. The most recent information was received on 10-oct-2018. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in (B)(4).¿ medical assessment: the reported medical events are not necessarily indicative of a quality defect. No batch number was reported. No complaint sample was provided for technical investigation. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number or sample. At time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. Based on the available information, there is no reason to suspect a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain post essure / left side pelvic pain: during menstruation / pain"), visual impairment ("spots/floaters in vision"), trigeminal neuralgia ("brain shocks (diagnosed as trigeminal neuralgia)"), back pain ("back pain (severe, lower back)"), arthralgia ("hip pain (both hips)"), menorrhagia ("heavy periods (soaking an over night pad in 1 hour)/abnormal bleeding ( menorrhagia)"), menstrual disorder ("blood clots during period/ menstruation issues"), dyspareunia ("painful intercourse"), coital bleeding ("bleeding after intercourse"), constipation ("constipation (bowel movements sometimes 3 days apart)"), chest pain ("chest pains (both sides, radiates into shoulder)"), vaginal discharge ("discharge (between periods, yellowish green color, no infections found)"), dizziness ("dizziness"), weight decreased ("weight loss (unexplained)/weight loss"), alopecia ("hair loss (falling out 10-15 strands at a time)"), asthenia ("loss of energy (even after full nights sleep)/ fatigue"), palpitations ("heart palpitations"), dysgeusia ("nickel taste in mouth"), peripheral swelling ("numbness/swelling in hands (both)"), hypoaesthesia ("numbness/swelling in hands (both)"), ovarian cyst ("ovarian cysts"), musculoskeletal pain ("pressure in buttocks when sitting"), dental caries ("cavities in teeth (oral hygiene did not change after implantation)/ dental problems"), abdominal discomfort ("vibrating sensation in lower abdomen") and genital haemorrhage ("bleeding post essure") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included docusate sodium, hydrocodone, ibuprofen (ibuprofen astec) and paracetamol (apo-acetaminophen). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion disability) and vaginal haemorrhage ("abnormal bleeding (vaginally)/abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced weight decreased (seriousness criterion disability). In (B)(6) 2013, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), visual impairment (seriousness criterion disability), trigeminal neuralgia (seriousness criterion disability), back pain (seriousness criterion disability), arthralgia (seriousness criterion disability), menstrual disorder (seriousness criterion disability), dyspareunia (seriousness criterion disability), coital bleeding (seriousness criterion disability), constipation (seriousness criterion disability), chest pain (seriousness criterion disability), vaginal discharge (seriousness criterion disability), dizziness (seriousness criterion disability), alopecia (seriousness criterion disability), asthenia (seriousness criterion disability), palpitations (seriousness criterion disability), dysgeusia (seriousness criterion disability), peripheral swelling (seriousness criterion disability), hypoaesthesia (seriousness criterion disability), ovarian cyst (seriousness criterion disability), musculoskeletal pain (seriousness criterion disability), dental caries (seriousness criterion disability), abdominal discomfort (seriousness criterion disability), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), weight increased ("weight gain/loss (specify which one)weight gain"), hormone level abnormal ("hormonal changes"), polycystic ovaries ("reproductive system disorder (pcos)"), uterine leiomyoma ("reproductive system disorder (fibroids)"), bladder pain ("bladder pain (mild-severe)") and metrorrhagia ("spotting between periods/ metorrhagia"). The patient was treated with surgery (underwent robotically assisted total laparoscopic hysterectomy bilateral salpingectomy, oophrectomy.). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, coital bleeding, alopecia, asthenia, genital haemorrhage, vaginal haemorrhage, urinary tract disorder, migraine, nausea, weight increased, hormone level abnormal, polycystic ovaries, uterine leiomyoma, bladder pain and metrorrhagia had resolved, the visual impairment, trigeminal neuralgia, back pain, arthralgia, constipation, chest pain, vaginal discharge, dizziness, weight decreased, palpitations, dysgeusia, peripheral swelling, hypoaesthesia, ovarian cyst, musculoskeletal pain and abdominal discomfort outcome was unknown and the dyspareunia, dental caries, bladder disorder and headache had not resolved. The reporter provided no causality assessment for abdominal discomfort, alopecia, arthralgia, asthenia, back pain, chest pain, coital bleeding, constipation, dental caries, dizziness, dysgeusia, dyspareunia, hypoaesthesia, menorrhagia, menstrual disorder, musculoskeletal pain, ovarian cyst, palpitations, peripheral swelling, trigeminal neuralgia, vaginal discharge, visual impairment and weight decreased with essure. The reporter considered bladder disorder, bladder pain, dysmenorrhoea, genital haemorrhage, headache, hormone level abnormal, metrorrhagia, migraine, nausea, pelvic pain, polycystic ovaries, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per pfs, onset date of weight gain was (B)(6) 2010, dyspareunia, coital bleeding and dental caries was (B)(6) 2010, dysmenorrhea was 2010, asthenia and nausea was (B)(6) 2010 and alopecia was (B)(6) 2011 (prior to essure insertion date). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Computerised tomogram - on (B)(6) 2013: bilat renal cysts. (B)(6) 2015, pathology report: pre-op diagnosis- left adnexal mass. Specimens: a. Ovarian cyst, right. B. Uterus with cervix, left fallopian tube ovary,rt fallopian tube. Final diagnosis: a. Right ovarian cyst. Benign serous cyst adenoma. B. Uterus with cervix, left tube and ovary, right fallopian tube. Cervix: squamous metaplasia. Endometrium: proliferative endometrium. Myometrium: no significant lesion. Left ovary: dermoid cyst. Bilateral fallopian tubes: no significant lesion. Gross description- right ovarian cyst: the specimen consists of fragments of gray tissue that measure in aggregate 0.7 x 0.3 x 0.2 cm. Cervix, uterus, left tube and ovary and right fallopian tube: the specimen was received fresh from the or and consists of a uterus with cervix, left fallopian tube and ovary and right fallopian tube weighs 122 g. The uterus and cervix measure 9.8 x 6.3 x 3.8 cm the cervix measuring 4.0 cm in length and 3.2 cm in average diameter. The specimen is opened laterally and reveals an endocervical canal measures 4.0 cm in length and 0.8 cm in diameter that is lined by glistening tan mucosa. The endometrial cavity is regular-shaped and measures 5.0 x 3.2 cm it is lined by glistening tan mucosa that measures 0.1 cm in thickness. The left ovary measures 5.0 x 4.0 x 4.0 cm and upon sectioning reveals a 4.7 x 4.0 x 3.8 cm cyst filled with soft cheesy yellow and oily material. Microscopic description: a. Sections show a cyst wall lined by low cuboidal epithelium consistent with a benign serous cystadenoma. There is no evidence of atypia or malignancy. B. Sections of cervix are squamous metaplasia. The endometrium shows proliferative endometrium. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in (B)(4).¿ medical assessment: the reported medical events are not necessarily indicative of a quality defect. No batch number was reported. No complaint sample was provided for technical investigation. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number or sample. At time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. Based on the available information, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on 10-oct-2018: significant case correction made. Follow up from 04jun2018; and 14sep2018 were incorrectly attached to the case hence information from these follow up i.e. Other relevant history and events - she did not undergo essure confirmation test, psychological or psychiatric problems condition: depression, mental anguish were deleted. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain post essure / left side pelvic pain: during menstruation / pain"), visual impairment ("spots/floaters in vision"), trigeminal neuralgia ("brain shocks (diagnosed as trigeminal neuralgia)"), back pain ("back pain (severe, lower back)"), arthralgia ("hip pain (both hips)"), menorrhagia ("heavy periods (socaking an over night pad in 1 hour)/abnormal bleeding ( menorrhagia)"), menstrual disorder ("blood clots during period/ menstruation issues"), dyspareunia ("painful intercourse"), coital bleeding ("bleeding after intercourse"), constipation ("constipation (bowel movements sometimes 3 days apart)"), chest pain ("chest pains (both sides, radiates into shoulder)"), vaginal discharge ("discharge (between periods, yellowish green color, no infections found)"), dizziness ("dizziness"), weight decreased ("weight loss (unexplained)/weight loss"), alopecia ("hair loss (falling out 10-15 strands at a time)"), asthenia ("loss of energy (even after full nights sleep)/ fatigue"), palpitations ("heart palpitations"), dysgeusia ("nickel taste in mouth"), peripheral swelling ("numbness/swelling in hands (both)"), hypoaesthesia ("numbness/swelling in hands (both)"), ovarian cyst ("ovarian cysts"), musculoskeletal pain ("pressure in buttocks when sitting"), dental caries ("cavities in teeth (oral hygiene did not change after implantation)/ dental problems"), abdominal discomfort ("vibrating sensation in lower abdomen") and genital haemorrhage ("bleeding post essure") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included gallstones removal, keloid scar, anxiety, cholecystectomy, intra-abdominal cancer advanced, epigastric pain, renal cyst nos, ovarian cyst nos and squamous cell metaplasia. Concomitant products included docusate sodium, hydrocodone, ibuprofen (ibuprofen astec) and paracetamol (apo-acetaminophen). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion disability), vaginal haemorrhage ("abnormal bleeding (vaginally)/abnormal bleeding (vaginal)") and anxiety ("emotional anguish / mental anguish"). In (B)(6) 2013, the patient experienced weight decreased (seriousness criterion disability) and pain ("physical pain / pain"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), visual impairment (seriousness criterion disability), trigeminal neuralgia (seriousness criterion disability), back pain (seriousness criterion disability), arthralgia (seriousness criterion disability), menstrual disorder (seriousness criterion disability), dyspareunia (seriousness criterion disability), coital bleeding (seriousness criterion disability), constipation (seriousness criterion disability), chest pain (seriousness criterion disability), vaginal discharge (seriousness criterion disability), dizziness (seriousness criterion disability), alopecia (seriousness criterion disability), asthenia (seriousness criterion disability), palpitations (seriousness criterion disability), dysgeusia (seriousness criterion disability), peripheral swelling (seriousness criterion disability), hypoaesthesia (seriousness criterion disability), ovarian cyst (seriousness criterion disability), musculoskeletal pain (seriousness criterion disability), dental caries (seriousness criterion disability), abdominal discomfort (seriousness criterion disability), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), weight increased ("weight gain/loss (specify which one)weight gain"), hormone level abnormal ("hormonal changes"), polycystic ovaries ("reproductive system disorder (pcos)"), uterine leiomyoma ("reproductive system disorder (fibroids)"), bladder pain ("bladder pain (mild-severe)"), metrorrhagia ("spotting between periods/ metrorrhagia") and depression ("depression"). The patient was treated with surgery (underwent robotically assisted total laparoscopic hysterectomy bilateral salpingectomy, oophorectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, coital bleeding, alopecia, asthenia, genital haemorrhage, vaginal haemorrhage, urinary tract disorder, migraine, nausea, weight increased, hormone level abnormal, polycystic ovaries, uterine leiomyoma, bladder pain and metrorrhagia had resolved, the visual impairment, trigeminal neuralgia, back pain, arthralgia, constipation, chest pain, vaginal discharge, dizziness, weight decreased, palpitations, dysgeusia, peripheral swelling, hypoaesthesia, ovarian cyst, musculoskeletal pain, abdominal discomfort, pain, anxiety and depression outcome was unknown and the dyspareunia, dental caries, bladder disorder and headache had not resolved. The reporter provided no causality assessment for abdominal discomfort, alopecia, arthralgia, asthenia, back pain, chest pain, coital bleeding, constipation, dental caries, dizziness, dysgeusia, dyspareunia, hypoaesthesia, menorrhagia, menstrual disorder, musculoskeletal pain, ovarian cyst, palpitations, peripheral swelling, trigeminal neuralgia, vaginal discharge, visual impairment and weight decreased with essure. The reporter considered anxiety, bladder disorder, bladder pain, depression, dysmenorrhoea, genital haemorrhage, headache, hormone level abnormal, metrorrhagia, migraine, nausea, pain, pelvic pain, polycystic ovaries, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per pfs, onset date of weight gain was (B)(6) 2010, dyspareunia, coital bleeding and dental caries was (B)(6) 2010, dysmenorrhea was 2010, asthenia and nausea was (B)(6) 2010 and alopecia was (B)(6) 2011 (prior to essure insertion date). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Computerised tomogram - on (B)(6) 2013: bilat renal cysts (B)(6) 2015, pathology report pre-op diagnosis- left adnexal mass specimens: a. Ovarian cyst, right b. Uterus with cervix, left fallopian tube ovary,rt fallopian tube final diagnosis: a. Right ovarian cyst - benign serous cyst adenoma b. Uterus with cervix, left tube and ovary, right fallopian tube - cervix: squamous metaplasia - endometrium: proliferative endometrium - myometrium: no significant lesion - left ovary: dermoid cyst - bilateral fallopian tubes: no significant lesion gross description- right ovarian cyst: the specimen consists of fragments of gray tissue that measure in aggregate 0.7 x 0.3 x 0.2 cm. Cervix, uterus, left tube and ovary and right fallopian tube: the specimen was received fresh from the or and consists of a uterus with cervix, left fallopian tube and ovary and right fallopian tube weighs 122 g. The uterus and cervix measure 9.8 x 6.3 x 3.8 cm the cervix measuring 4.0 cm in length and 3.2 cm in average diameter. The specimen is opened laterally and reveals an endocervical canal measures 4.0 cm in length and 0.8 cm in diameter that is lined by glistening tan mucosa. The endometrial cavity is regular-shaped and measures 5.0 x 3.2 cm it is lined by glistening tan mucosa that measures 0.1 cm in thickness. The left ovary measures 5.0 x 4.0 x 4.0 cm and upon sectioning reveals a 4.7 x 4.0 x 3.8 cm cyst filled with soft cheesy yellow and oily material. Microscopic description: a. Sections show a cyst wall lined by low cuboidal epithelium consistent with a benign serous cystadenoma. There is no evidence of atypia or malignancy. B. Sections of cervix are squamous metaplasia. The endometrium shows proliferative endometrium. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), ¿processing essure cases in dev@com.¿ medical assessment: the reported medical events are not necessarily indicative of a quality defect. No batch number was reported. No complaint sample was provided for technical investigation. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number or sample. At time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. Based on the available information, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: case (B)(4) (MFR number 2951250-2018-04285) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this remaining case - lab data and events (physical pain / pain, emotional anguish / mental anguish, she did not undergo essure confirmation test, depression) added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain post essure / left side pelvic pain: during menstruation / pain"), visual impairment ("spots/floaters in vision"), trigeminal neuralgia ("brain shocks (diagnosed as trigeminal neuralgia)"), back pain ("back pain (severe, lower back)"), arthralgia ("hip pain (both hips)"), menorrhagia ("heavy periods (soaking an over night pad in 1 hour)/abnormal bleeding ( menorrhagia)"), menstrual disorder ("blood clots during period/ menstruation issues"), dyspareunia ("painful intercourse"), coital bleeding ("bleeding after intercourse"), constipation ("constipation (bowel movements sometimes 3 days apart)"), chest pain ("chest pains (both sides, radiates into shoulder)"), vaginal discharge ("discharge (between periods, yellowish green color, no infections found)"), dizziness ("dizziness"), weight decreased ("weight loss (unexplained)/weight loss"), alopecia ("hair loss (falling out 10-15 strands at a time)"), asthenia ("loss of energy (even after full nights sleep)/ fatigue"), palpitations ("heart palpitations"), dysgeusia ("nickel taste in mouth"), peripheral swelling ("numbness/swelling in hands (both)"), hypoaesthesia ("numbness/swelling in hands (both)"), ovarian cyst ("ovarian cysts"), musculoskeletal pain ("pressure in buttocks when sitting"), dental caries ("cavities in teeth (oral hygiene did not change after implantation)/ dental problems"), abdominal discomfort ("vibrating sensation in lower abdomen") and genital haemorrhage ("bleeding post essure") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included gallstones removal, keloid scar, anxiety, cholecystectomy, intra-abdominal cancer advanced, epigastric pain, renal cyst nos, ovarian cyst nos and squamous cell metaplasia. Concomitant products included docusate sodium, hydrocodone, ibuprofen (ibuprofen astec) and paracetamol (apo-acetaminophen). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion disability), vaginal haemorrhage ("abnormal bleeding (vaninally)/abnormal bleeding (vaginal)") and anxiety ("emotional anguish / mental anguish"). In (B)(6) 2013, the patient experienced weight decreased (seriousness criterion disability) and pain ("physical pain / pain"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), visual impairment (seriousness criterion disability), trigeminal neuralgia (seriousness criterion disability), back pain (seriousness criterion disability), arthralgia (seriousness criterion disability), menstrual disorder (seriousness criterion disability), dyspareunia (seriousness criterion disability), coital bleeding (seriousness criterion disability), constipation (seriousness criterion disability), chest pain (seriousness criterion disability), vaginal discharge (seriousness criterion disability), dizziness (seriousness criterion disability), alopecia (seriousness criterion disability), asthenia (seriousness criterion disability), palpitations (seriousness criterion disability), dysgeusia (seriousness criterion disability), peripheral swelling (seriousness criterion disability), hypoaesthesia (seriousness criterion disability), ovarian cyst (seriousness criterion disability), musculoskeletal pain (seriousness criterion disability), dental caries (seriousness criterion disability), abdominal discomfort (seriousness criterion disability), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), weight increased ("weight gain/loss (specify which one)weight gain"), hormone level abnormal ("hormonal changes"), polycystic ovaries ("reproductive system disorder (pcos)"), uterine leiomyoma ("reproductive system disorder (fibroids)"), bladder pain ("bladder pain (mild-severe)"), metrorrhagia ("spotting between periods/ metrorrhagia") and depression ("depression"). The patient was treated with surgery (underwent robotically assisted total laparoscopic hysterectomy bilateral salpingectomy, oophorectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, coital bleeding, alopecia, asthenia, genital haemorrhage, vaginal haemorrhage, urinary tract disorder, migraine, nausea, weight increased, hormone level abnormal, polycystic ovaries, uterine leiomyoma, bladder pain and metrorrhagia had resolved, the visual impairment, trigeminal neuralgia, back pain, arthralgia, constipation, chest pain, vaginal discharge, dizziness, weight decreased, palpitations, dysgeusia, peripheral swelling, hypoaesthesia, ovarian cyst, musculoskeletal pain, abdominal discomfort, pain, anxiety and depression outcome was unknown and the dyspareunia, dental caries, bladder disorder and headache had not resolved. The reporter provided no causality assessment for abdominal discomfort, alopecia, arthralgia, asthenia, back pain, chest pain, coital bleeding, constipation, dental caries, dizziness, dysgeusia, dyspareunia, hypoaesthesia, menorrhagia, menstrual disorder, musculoskeletal pain, ovarian cyst, palpitations, peripheral swelling, trigeminal neuralgia, vaginal discharge, visual impairment and weight decreased with essure. The reporter considered anxiety, bladder disorder, bladder pain, depression, dysmenorrhoea, genital haemorrhage, headache, hormone level abnormal, metrorrhagia, migraine, nausea, pain, pelvic pain, polycystic ovaries, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per pfs, onset date of weight gain was (B)(6) 2010, dyspareunia, coital bleeding and dental caries was (B)(6) 2010, dysmenorrhea was 2010, asthenia and nausea was (B)(6) 2010 and alopecia was (B)(6) 2011 (prior to essure insertion date). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Computerised tomogram - on (B)(6) 2013: bilat renal cysts. (B)(6) 2015, pathology report. Pre-op diagnosis- left adnexal mass. Specimens: a. Ovarian cyst, right. B. Uterus with cervix, left fallopian tube ovary,rt fallopian tube. Final diagnosis: a. Right ovarian cyst - benign serous cyst adenoma b. Uterus with cervix, left tube and ovary, right fallopian tube - cervix: squamous metaplasia - endometrium: proliferative endometrium - myometrium: no significant lesion - left ovary: dermoid cyst - bilateral fallopian tubes: no significant lesion gross description- right ovarian cyst: the specimen consists of fragments of gray tissue that measure in aggregate 0.7 x 0.3 x 0.2 cm. Cervix, uterus, left tube and ovary and right fallopian tube: the specimen was received fresh from the or and consists of a uterus with cervix, left fallopian tube and ovary and right fallopian tube weighs 122 g. The uterus and cervix measure 9.8 x 6.3 x 3.8 cm the cervix measuring 4.0 cm in length and 3.2 cm in average diameter. The specimen is opened laterally and reveals an endocervical canal measures 4.0 cm in length and 0.8 cm in diameter that is lined by glistening tan mucosa. The endometrial cavity is regular-shaped and measures 5.0 x 3.2 cm it is lined by glistening tan mucosa that measures 0.1 cm in thickness. The left ovary measures 5.0 x 4.0 x 4.0 cm and upon sectioning reveals a 4.7 x 4.0 x 3.8 cm cyst filled with soft cheesy yellow and oily material. Microscopic description: a. Sections show a cyst wall lined by low cuboidal epithelium consistent with a benign serous cystadenoma. There is no evidence of atypia or malignancy. B. Sections of cervix are squamous metaplasia. The endometrium shows proliferative endometrium. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in (B)(6).¿ medical assessment: the reported medical events are not necessarily indicative of a quality defect. No batch number was reported. No complaint sample was provided for technical investigation. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number or sample. At time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. Based on the available information, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: case (B)(4) (MFR number 2951250-2018-04285) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this remaining case - lab data and events (physical pain / pain, emotional anguish / mental anguish, she did not undergo essure confirmation test, depression) added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA /manuf and user facility device exp, reference number: mw5031548) on (B)(6) 2013. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain post essure / left side pelvic pain: during menstruation / pain/severe and persistent pain"), visual impairment ("spots/floaters in vision"), trigeminal neuralgia ("brain shocks (diagnosed as trigeminal neuralgia)"), back pain ("back pain (severe, lower back)"), arthralgia ("hip pain (both hips)"), menorrhagia ("heavy periods (socaking an over night pad in 1 hour)/abnormal bleeding ( menorrhagia)"), menstrual disorder ("blood clots during period/ menstruation issues"), dyspareunia ("painful intercourse/dyspareunia(painful sexual intercourse)"), coital bleeding ("other injury or complications -please describe bleeding after intercourse"), constipation ("constipation (bowel movements sometimes 3 days apart)"), chest pain ("chest pains (both sides, radiates into shoulder)"), vaginal discharge ("discharge (betwen periods, yellowish green color, no infections found)"), dizziness ("dizziness"), weight decreased ("weight loss (unexplained)/weight loss"), alopecia ("hair loss (falling out 10-15 strands at a time)/hair loss"), asthenia ("loss of energy (even after full nights sleep)"), palpitations ("heart palpitations"), dysgeusia ("nickel taste in mouth"), peripheral swelling ("numbness/swelling in hands (both)"), hypoaesthesia ("numbness/swelling in hands (both)"), ovarian cyst ("ovarian cysts"), musculoskeletal pain ("pressure in buttocks when sitting"), dental caries ("cavities in teeth (oral hygiene did not change after implantation)/ dental problems"), abdominal discomfort ("vibrating sensation in lower abdomen") and genital haemorrhage ("bleeding post essure") in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included gallstones removal, keloid scar, anxiety, cholecystectomy, intra-abdominal cancer advanced, epigastric pain, renal cyst nos, ovarian cyst nos, squamous cell metaplasia, overweight, birth control pill and seizure. (B)(6) 2015, pathology report pre-op diagnosis- left adnexal mass. Specimens: a. Ovarian cyst, right b. Uterus with cervix, left fallopian tube ovary,rt fallopian tube final diagnosis: a. Right ovarian cyst benign serous cyst adenoma. B. Uterus with cervix, left tube and ovary, right fallopian tube cervix: squamous metaplasia. Endometrium: proliferative endometrium. Myometrium: no significant lesion. Left ovary: dermoid cys bilateral fallopian tubes: no significant lesion. Gross description- right ovarian cyst: the specimen consists of fragments of gray tissue that measure in aggregate 0.7 x 0.3 x 0.2 cm. Cervix, uterus, left tube and ovary and right fallopian tube: the specimen was received fresh from the or and consists of a uterus with cervix, left fallopian tube and ovary and right fallopian tube weighs 122 g. The uterus and cervix measure 9.8 x 6.3 x 3.8 cm the cervix measuring 4.0 cm in length and 3.2 cm in average diameter. The specimen is opened laterally and reveals an endocervical canal measures 4.0 cm in length and 0.8 cm in diameter that is lined by glistening tan mucosa. The endometrial cavity is regular-shaped and measures 5.0 x 3.2 cm it is lined by glistening tan mucosa that measures 0.1 cm in thickness. The left ovary measures 5.0 x 4.0 x 4.0 cm and upon sectioning reveals a 4.7 x 4.0 x 3.8 cm cyst filled with soft cheesy yellow and oily material. Microscopic description: a. Sections show a cyst wall lined by low cuboidal epithelium consistent with a benign serous cystadenoma. There is no evidence of atypia or malignancy. B. Sections of cervix are squamous metaplasia. The endometrium shows proliferative endometrium. Concomitant products included docusate sodium, hydrocodone, ibuprofen (ibuprofen astec), medroxyprogesterone acetate (depo-provera) and paracetamol (apo-acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and polycystic ovaries ("reproductive system disorder (pcos)"). In (B)(6) 2010, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain/loss (specify which one)weight gain") and uterine leiomyoma ("reproductive system disorder (fibroids)"). In (B)(6) 2010, the patient experienced dyspareunia (seriousness criterion disability), coital bleeding (seriousness criterion disability) and dental caries (seriousness criterion disability). In (B)(6) 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced alopecia (seriousness criterion disability). On (B)(6) 2013, the patient was found to have weight decreased (seriousness criterion disability), 2 years 9 months after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion disability), vaginal haemorrhage ("abnormal bleeding (vaninally)/abnormal bleeding (vaginal)"), anxiety ("emotional anguish / mental anguish") and depression ("depression"). In (B)(6) 2013, the patient experienced pain ("physical pain / pain"). On an unknown date, the patient experienced visual impairment (seriousness criterion disability), trigeminal neuralgia (seriousness criterion disability), back pain (seriousness criterion disability), arthralgia (seriousness criterion disability), menstrual disorder (seriousness criterion disability), constipation (seriousness criterion disability), chest pain (seriousness criterion disability), vaginal discharge (seriousness criterion disability), dizziness (seriousness criterion disability), asthenia (seriousness criterion disability), palpitations (seriousness criterion disability), dysgeusia (seriousness criterion disability), peripheral swelling (seriousness criterion disability), hypoaesthesia (seriousness criterion disability), ovarian cyst (seriousness criterion disability), musculoskeletal pain (seriousness criterion disability), abdominal discomfort (seriousness criterion disability), genital haemorrhage (seriousness criterion medically significant), bladder pain ("bladder pain (mild-severe)"), metrorrhagia ("spotting between periods/ metorrhagia") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (underwent robotically assisted total laparoscopic hysterectomy bilateral salpingectomy, oophrectomy). Essure was removed on 7-nov-2013. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, coital bleeding, alopecia, asthenia, genital haemorrhage, vaginal haemorrhage, urinary tract disorder, migraine, nausea, weight increased, hormone level abnormal, polycystic ovaries, uterine leiomyoma, bladder pain and metrorrhagia had resolved, the visual impairment, trigeminal neuralgia, back pain, arthralgia, constipation, chest pain, vaginal discharge, dizziness, weight decreased, palpitations, dysgeusia, peripheral swelling, hypoaesthesia, ovarian cyst, musculoskeletal pain, abdominal discomfort, pain, anxiety, depression and fatigue outcome was unknown and the dyspareunia, dental caries, bladder disorder and headache had not resolved. The reporter provided no causality assessment for abdominal discomfort, alopecia, arthralgia, asthenia, back pain, chest pain, coital bleeding, constipation, dental caries, dizziness, dysgeusia, dyspareunia, hypoaesthesia, menorrhagia, menstrual disorder, musculoskeletal pain, ovarian cyst, palpitations, peripheral swelling, trigeminal neuralgia, vaginal discharge, visual impairment and weight decreased with essure. The reporter considered anxiety, bladder disorder, bladder pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, metrorrhagia, migraine, nausea, pain, pelvic pain, polycystic ovaries, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per pfs, onset date of weight gain was (B)(6) 2010, dyspareunia, coital bleeding and dental caries was (B)(6) 2010, dysmenorrhea was 2010, asthenia and nausea was sep-2010 and alopecia was (B)(6) 2011 (prior to essure insertion date). (B)(6) 2010, (B)(6) 2010 (discrepancy noted between two pfs). Current weight: 188 lbs. Discrepancy noted : as per the pfs date(s) of insertion given is dec-2012 discrepancy in essure removal date (B)(6) 2015 and (B)(6) 2013(as per pfs) current weight 178 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Computerised tomogram - on (B)(6) 2013: results: bilat renal cysts. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusio. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in dev@com.¿ medical assessment: the reported medical events are not necessarily indicative of a quality defect. No batch number was reported. No complaint sample was provided for technical investigation. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number or sample. At time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. Based on the available information, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on 21-jan-2019: pfs received : following events were added : fatigue.reporter information added.medical history and concomittant condition added. Date of removal updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA /manuf and user facility device exp, reference number: mw5031548) on 04-oct-2013. The most recent information was received on 03-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('they can't find the right coil. There is something in my uterus, but I don't know what it is'), pelvic pain ('pelvic pain / pain post essure / left side pelvic pain: during menstruation / pain/severe and persistent pain/ stabbing pains'), visual impairment ('spots/floaters in vision'), trigeminal neuralgia ('brain shocks (diagnosed as trigeminal neuralgia)'), back pain ('back pain (severe, lower back)'), arthralgia ('hip pain (both hips)'), menorrhagia ('heavy periods (soaking an over night pad in 1 hour)/abnormal bleeding ( menorrhagia)'), menstrual disorder ('blood clots during period/ menstruation issues'), dyspareunia ('painful intercourse/dyspareunia(painful sexual intercourse)/ pain and bleeding during intercourse'), coital bleeding ('other injury or complications -please describe bleeding after intercourse/ bleeding during intercourse'), constipation ('constipation (bowel movements sometimes 3 days apart)'), chest pain ('chest pains (both sides, radiates into shoulder)'), vaginal discharge ('discharge (between periods, yellowish green color, no infections found)'), dizziness ('dizziness'), weight decreased ('weight loss (unexplained)/weight loss'), alopecia ('hair loss (falling out 10-15 strands at a time)/hair loss/ hair falling out'), asthenia ('loss of energy (even after full nights sleep)'), palpitations ('heart palpitations'), dysgeusia ('nickel taste in mouth/ metal taste in mouth'), peripheral swelling ('numbness/swelling in hands (both)'), hypoaesthesia ('numbness/swelling in hands (both)'), ovarian cyst ('ovarian cysts'), musculoskeletal pain ('pressure in buttocks when sitting'), dental caries ('cavities in teeth (oral hygiene did not change after implantation)/ dental problems/ dental issues'), abdominal discomfort ('vibrating sensation in lower abdomen') and genital haemorrhage ('bleeding post essure/ excessive bleeding') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included gallstones removal, keloid scar, anxiety, cholecystectomy, intra-abdominal cancer advanced, epigastric pain, renal cyst nos, ovarian cyst nos, squamous cell metaplasia, overweight, birth control pill and seizure. (B)(6) 2015, pathology report. Pre-op diagnosis- left adnexal mass. Specimens: a. Ovarian cyst, right. B. Uterus with cervix, left fallopian tube ovary,rt fallopian tube. Final diagnosis: a. Right ovarian cyst. - benign serous cyst adenoma. B. Uterus with cervix, left tube and ovary, right fallopian tube. - cervix: squamous metaplasia. - endometrium: proliferative endometrium. - myometrium: no significant lesion. - left ovary: dermoid cyst. - bilateral fallopian tubes: no significant lesion. Gross description- right ovarian cyst: the specimen consists of fragments of gray tissue that measure in aggregate 0.7 x 0.3 x 0.2 cm. Cervix, uterus, left tube and ovary and right fallopian tube: the specimen was received fresh from the or and consists of a uterus with cervix, left fallopian tube. And ovary and right fallopian tube weighs 122 g. The uterus and cervix measure 9.8 x 6.3 x 3.8 cm the cervix measuring 4.0 cm in length and 3.2 cm in average diameter. The specimen is opened laterally and reveals an endocervical canal measures 4.0 cm in length and 0.8 cm in diameter that is lined by glistening tan mucosa. The endometrial cavity is regular-shaped and measures 5.0 x 3.2 cm it is lined by glistening tan mucosa that measures 0.1 cm in thickness. The left ovary measures 5.0 x 4.0 x 4.0 cm and upon sectioning reveals a 4.7 x 4.0 x 3.8 cm cyst filled with soft cheesy yellow and oily material. Microscopic description: a. Sections show a cyst wall lined by low cuboidal epithelium consistent with a benign serous cystadenoma. There is no evidence of atypia or malignancy. B. Sections of cervix are squamous metaplasia. The endometrium shows proliferative endometrium. Concomitant products included docusate sodium, hydrocodone, ibuprofen (ibuprofen astec), medroxyprogesterone acetate (depo-provera) and paracetamol (apo-acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and polycystic ovaries ("reproductive system disorder (pcos)"). In (B)(6) 2010, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain/loss (specify which one)weight gain") and uterine leiomyoma ("reproductive system disorder (fibroids)"). In (B)(6) 2010, the patient experienced dyspareunia (seriousness criterion disability), coital bleeding (seriousness criterion disability) and dental caries (seriousness criterion disability). In (B)(6) 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced alopecia (seriousness criterion disability). On (B)(6) 2013, the patient was found to have weight decreased (seriousness criterion disability), 2 years 9 months after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion disability), vaginal haemorrhage ("abnormal bleeding (vaninally)/abnormal bleeding (vaginal)"), anxiety ("emotional anguish / mental anguish") and depression ("depression"). In (B)(6) 2013, the patient experienced pain ("physical pain / pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), visual impairment (seriousness criterion disability), trigeminal neuralgia (seriousness criterion disability), back pain (seriousness criterion disability), arthralgia (seriousness criterion disability), menstrual disorder (seriousness criterion disability), constipation (seriousness criterion disability), chest pain (seriousness criterion disability), vaginal discharge (seriousness criterion disability), dizziness (seriousness criterion disability), asthenia (seriousness criterion disability), palpitations (seriousness criterion disability), dysgeusia (seriousness criterion disability), peripheral swelling (seriousness criterion disability), hypoaesthesia (seriousness criterion disability), ovarian cyst (seriousness criterion disability), musculoskeletal pain (seriousness criterion disability), abdominal discomfort (seriousness criterion disability), genital haemorrhage (seriousness criterion medically significant), bladder pain ("bladder pain (mild-severe)"), metrorrhagia ("spotting between periods/ metorrhagia") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (underwent robotically assisted total laparoscopic hysterectomy bilateral salpingectomy, oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, visual impairment, trigeminal neuralgia, back pain, arthralgia, constipation, chest pain, vaginal discharge, dizziness, weight decreased, palpitations, dysgeusia, peripheral swelling, hypoaesthesia, ovarian cyst, musculoskeletal pain, abdominal discomfort, pain, anxiety, depression and fatigue outcome was unknown, the pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, coital bleeding, alopecia, asthenia, genital haemorrhage, vaginal haemorrhage, urinary tract disorder, migraine, nausea, weight increased, hormone level abnormal, polycystic ovaries, uterine leiomyoma, bladder pain and metrorrhagia had resolved and the dyspareunia, dental caries, bladder disorder and headache had not resolved. The reporter provided no causality assessment for abdominal discomfort, alopecia, arthralgia, asthenia, back pain, chest pain, coital bleeding, constipation, dental caries, dizziness, dysgeusia, dyspareunia, hypoaesthesia, menorrhagia, menstrual disorder, musculoskeletal pain, ovarian cyst, palpitations, peripheral swelling, trigeminal neuralgia, vaginal discharge, visual impairment and weight decreased with essure. The reporter considered anxiety, bladder disorder, bladder pain, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, metrorrhagia, migraine, nausea, pain, pelvic pain, polycystic ovaries, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per pfs, onset date of weight gain was (B)(6) 2010, dyspareunia, coital bleeding and dental caries was (B)(6) 2010, dysmenorrhea was 2010, asthenia and nausea was (B)(6) 2010 and alopecia was (B)(6) 2011 (prior to essure insertion date). (B)(6) 2010 (discrepancy noted between two pfs). Current weight: 188 lbs. Discrepancy noted : as per the pfs date(s) of insertion given is (B)(6) 2012 discrepancy in essure removal date (B)(6) 2015 and (B)(6) 2013(as per pfs) current weight 178 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Computerised tomogram - on (B)(6) 2013: results: bilat renal cysts. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), ¿processing essure cases in dev@com.¿ medical assessment: the reported medical events are not necessarily indicative of a quality defect. No batch number was reported. No complaint sample was provided for technical investigation. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number or sample. At time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. Based on the available information, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received : event added- device dislocation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA /manuf and user facility device exp, reference number: mw5031548) on 04-oct-2013. The most recent information was received on 08-may-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('they can't find the right coil. There is something in my uterus, but I don't know what it is'), pelvic pain ('pelvic pain / pain post essure / left side pelvic pain: during menstruation / pain/severe and persistent pain/ stabbing pains'), visual impairment ('spots/floaters in vision'), trigeminal neuralgia ('brain shocks (diagnosed as trigeminal neuralgia)'), back pain ('back pain (severe, lower back)'), arthralgia ('hip pain (both hips)'), menorrhagia ('heavy periods (socaking an over night pad in 1 hour)/abnormal bleeding ( menorrhagia)'), menstrual disorder ('blood clots during period/ menstruation issues'), dyspareunia ('painful intercourse/dyspareunia(painful sexual intercourse)/ pain and bleeding during intercourse'), coital bleeding ('other injury or complications -please describe bleeding after intercourse/ bleeding during intercourse'), constipation ('constipation (bowel movements sometimes 3 days apart)'), chest pain ('chest pains (both sides, radiates into shoulder)'), vaginal discharge ('discharge (betwen periods, yellowish green color, no infections found)'), dizziness ('dizziness'), weight decreased ('weight loss (unexplained)/weight loss'), alopecia ('hair loss (falling out 10-15 strands at a time)/hair loss/ hair falling out'), asthenia ('loss of energy (even after full nights sleep)'), palpitations ('heart palpitations'), dysgeusia ('nickel taste in mouth/ metal taste in mouth'), peripheral swelling ('numbness/swelling in hands (both)'), hypoaesthesia ('numbness/swelling in hands (both)'), ovarian cyst ('ovarian cysts'), musculoskeletal pain ('pressure in buttocks when sitting'), dental caries ('cavities in teeth (oral hygiene did not change after implantation)/ dental problems/ dental issues'), abdominal discomfort ('vibrating sensation in lower abdomen') and genital haemorrhage ('bleeding post essure/ excessive bleeding') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included gallstones removal, keloid scar, anxiety, cholecystectomy, intra-abdominal cancer advanced, epigastric pain, renal cyst nos, ovarian cyst nos, squamous cell metaplasia, overweight, birth control pill and seizure. (B)(6) 2015, pathology report pre-op diagnosis- left adnexal mass specimens: ovarian cyst, right. Uterus with cervix, left fallopian tube ovary,rt fallopian tube. Final diagnosis: right ovarian cyst. Benign serous cyst adenoma. Uterus with cervix, left tube and ovary, right fallopian tube. Cervix: squamous metaplasia. Endometrium: proliferative endometrium. Myometrium: no significant lesion. Left ovary: dermoid cyst. Bilateral fallopian tubes: no significant lesion gross description- right ovarian cyst: the specimen consists of fragments of gray tissue that measure in aggregate 0.7 x 0.3 x 0.2 cm. Cervix, uterus, left tube and ovary and right fallopian tube: the specimen was received fresh from the or and consists of a uterus with cervix, left fallopian tube and ovary and right fallopian tube weighs 122 g. The uterus and cervix measure 9.8 x 6.3 x 3.8 cm the cervix measuring 4.0 cm in length and 3.2 cm in average diameter. The specimen is opened laterally and reveals an endocervical canal measures 4.0 cm in length and 0.8 cm in diameter that is lined by glistening tan mucosa. The endometrial cavity is regular-shaped and measures 5.0 x 3.2 cm it is lined by glistening tan mucosa that measures 0.1 cm in thickness. The left ovary measures 5.0 x 4.0 x 4.0 cm and upon sectioning reveals a 4.7 x 4.0 x 3.8 cm cyst filled with soft cheesy yellow and oily material. Microscopic description: sections show a cyst wall lined by low cuboidal epithelium consistent with a benign serous cystadenoma. There is no evidence of atypia or malignancy. Sections of cervix are squamous metaplasia. The endometrium shows proliferative endometrium. Concomitant products included docusate sodium, hydrocodone, ibuprofen (ibuprofen astec), medroxyprogesterone acetate (depo-provera) and paracetamol (apo-acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and polycystic ovaries ("reproductive system disorder (pcos)/ multiple follicles in both ovaries"). In (B)(6) 2010, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain/loss (specify which one)weight gain / gained 10 lbs") and uterine leiomyoma ("reproductive system disorder (fibroids)"). In (B)(6) 2010, the patient experienced dyspareunia (seriousness criterion disability), coital bleeding (seriousness criterion disability) and dental caries (seriousness criterion disability). In (B)(6) 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced alopecia (seriousness criterion disability). On (B)(6) 2013, the patient was found to have weight decreased (seriousness criterion disability), 2 years 9 months after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion disability), vaginal haemorrhage ("abnormal bleeding (vaninally)/abnormal bleeding (vaginal)"), anxiety ("emotional anguish / mental anguish") and depression ("depression"). In (B)(6) 2013, the patient experienced pain ("physical pain / pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), visual impairment (seriousness criterion disability), trigeminal neuralgia (seriousness criterion disability), back pain (seriousness criterion disability), arthralgia (seriousness criterion disability), menstrual disorder (seriousness criterion disability), constipation (seriousness criterion disability), chest pain (seriousness criterion disability), vaginal discharge (seriousness criterion disability), dizziness (seriousness criterion disability), asthenia (seriousness criterion disability), palpitations (seriousness criterion disability), dysgeusia (seriousness criterion disability), peripheral swelling (seriousness criterion disability), hypoaesthesia (seriousness criterion disability), ovarian cyst (seriousness criterion disability), musculoskeletal pain (seriousness criterion disability), abdominal discomfort (seriousness criterion disability), genital haemorrhage (seriousness criterion medically significant), bladder pain ("bladder pain (mild-severe)"), metrorrhagia ("spotting between periods/ metorrhagia"), fatigue ("fatigue"), ovarian enlargement ("ovaries are enlarged"), incontinence ("incontinence issues") and abdominal distension ("bloat everyday ") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (underwent robotically assisted total laparoscopic hysterectomy bilateral salpingectomy, oophrectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, visual impairment, trigeminal neuralgia, back pain, arthralgia, constipation, chest pain, vaginal discharge, dizziness, weight decreased, palpitations, dysgeusia, peripheral swelling, hypoaesthesia, ovarian cyst, musculoskeletal pain, abdominal discomfort, pain, anxiety, depression, fatigue, ovarian enlargement, incontinence and abdominal distension outcome was unknown, the pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, coital bleeding, alopecia, asthenia, genital haemorrhage, vaginal haemorrhage, urinary tract disorder, migraine, nausea, weight increased, hormone level abnormal, polycystic ovaries, uterine leiomyoma, bladder pain and metrorrhagia had resolved and the dyspareunia, dental caries, bladder disorder and headache had not resolved. The reporter provided no causality assessment for abdominal discomfort, alopecia, arthralgia, asthenia, back pain, chest pain, coital bleeding, constipation, dental caries, dizziness, dysgeusia, dyspareunia, hypoaesthesia, menorrhagia, menstrual disorder, musculoskeletal pain, ovarian cyst, palpitations, peripheral swelling, trigeminal neuralgia, vaginal discharge, visual impairment and weight decreased with essure. The reporter considered abdominal distension, anxiety, bladder disorder, bladder pain, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, incontinence, metrorrhagia, migraine, nausea, ovarian enlargement, pain, pelvic pain, polycystic ovaries, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per pfs, onset date of weight gain was (B)(6) 2010, dyspareunia, coital bleeding and dental caries was (B)(6) 2010, dysmenorrhea was 2010, asthenia and nausea was (B)(6) 2010 and alopecia was (B)(6) 2011 (prior to essure insertion date). (B)(6) 2010, (B)(6) 2010 (discrepancy noted between two pfs). Current weight: 188 lbs. Discrepancy noted : as per the pfs date(s) of insertion given is (B)(6) 2012 discrepancy in essure removal date (B)(6) 2015 and (B)(6) 2013(as per pfs) current weight 178 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Computerised tomogram - on (B)(6) 2013: results: bilat renal cysts. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusio. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA /manuf and user facility device exp, reference number: mw5031548) on 04-oct-2013. The most recent information was received on 04-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain post essure / left side pelvic pain: during menstruation / pain"), visual impairment ("spots/floaters in vision"), trigeminal neuralgia ("brain shocks (diagnosed as trigeminal neuralgia)"), back pain ("back pain (severe, lower back)"), arthralgia ("hip pain (both hips)"), menorrhagia ("heavy periods (socaking an over night pad in 1 hour)/abnormal bleeding ( menorrhagia)"), menstrual disorder ("blood clots during period/ menstruation issues"), dyspareunia ("painful intercourse"), coital bleeding ("bleeding after intercourse"), constipation ("constipation (bowel movements sometimes 3 days apart)"), chest pain ("chest pains (both sides, radiates into shoulder)"), vaginal discharge ("discharge (between periods, yellowish green color, no infections found)"), dizziness ("dizziness"), weight decreased ("weight loss (unexplained)/weight loss"), alopecia ("hair loss (falling out 10-15 strands at a time)"), asthenia ("loss of energy (even after full nights sleep)/ fatigue"), palpitations ("heart palpitations"), dysgeusia ("nickel taste in mouth"), peripheral swelling ("numbness/swelling in hands (both)"), hypoaesthesia ("numbness/swelling in hands (both)"), ovarian cyst ("ovarian cysts"), musculoskeletal pain ("pressure in buttocks when sitting"), dental caries ("cavities in teeth (oral hygiene did not change after implantation)/ dental problems"), abdominal discomfort ("vibrating sensation in lower abdomen") and genital haemorrhage ("bleeding post essure") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 5 (*date of births: (B)(6) 2000, (B)(6) 2001, (B)(6) 2006, (B)(6) 2007, (B)(6) 2009), amniocentesis, miscarriage, hypermenorrhea, crawling sensation of skin, back pain, ovarian cyst, urinary hesitancy, seizure in 2006, cholecystectomy in 2002, bunionectomy, obesity and c-section. Previously administered products included for pregnancy prevention: birth control pills from 2007 to 2009. Past adverse reactions to the above products included malaise with birth control pills. Concurrent conditions included taste metallic, breast pain, smoker, dysfunctional uterine bleeding since (B)(6) 2012, diphtheria immunisation, skin lesion, anorectal pain, anxiety, major depression since (B)(6) 2015, pain in hip since (B)(6) 2017, pain in thigh since (B)(6)2017, libido decreased since (B)(6) 2017, overweight, abdominal pain, decreased appetite, keloid scar, pruritus, intra-abdominal cancer advanced, renal cysts since (B)(6) 2013, epigastric pain, ovarian mass, adrenal mass, dermoid cyst, endometrial metaplasia, fever, ovarian serous cystadenofibroma, pelvic adhesions, abdominal adhesions and adnexa uteri cyst. Concomitant products included docusate sodium, hydrocodone, ibuprofen (ibuprofen astec) and paracetamol (apo-acetaminophen). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion disability), weight decreased (seriousness criterion disability) and vaginal haemorrhage ("abnormal bleeding (vaninally)/abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), visual impairment (seriousness criterion disability), trigeminal neuralgia (seriousness criterion disability), back pain (seriousness criterion disability), arthralgia (seriousness criterion disability), menstrual disorder (seriousness criterion disability), dyspareunia (seriousness criterion disability), coital bleeding (seriousness criterion disability), constipation (seriousness criterion disability), chest pain (seriousness criterion disability), vaginal discharge (seriousness criterion disability), alopecia (seriousness criterion disability), asthenia (seriousness criterion disability), palpitations (seriousness criterion disability), hypoaesthesia (seriousness criterion disability), dental caries (seriousness criterion disability), abdominal discomfort (seriousness criterion disability), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), weight increased ("weight gain"), hormone level abnormal ("hormonal changes"), polycystic ovaries ("reproductive system disorder (pcos)"), uterine leiomyoma ("reproductive system disorder (fibroids)"), bladder pain ("bladder pain (mild-severe)") and metrorrhagia ("spotting between periods/ metrorrhagia"). On an unknown date, the patient experienced dizziness (seriousness criterion disability), dysgeusia (seriousness criterion disability), peripheral swelling (seriousness criterion disability), ovarian cyst (seriousness criterion disability) and musculoskeletal pain (seriousness criterion disability). The patient was treated with surgery (underwent robotically assisted total laparoscopic hysterectomy bilateral salpingectomy, oophorectomy.). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, coital bleeding, alopecia, asthenia, genital haemorrhage, vaginal haemorrhage, urinary tract disorder, migraine, nausea, weight increased, hormone level abnormal, polycystic ovaries, uterine leiomyoma, bladder pain and metrorrhagia had resolved, the visual impairment, trigeminal neuralgia, back pain, arthralgia, constipation, chest pain, vaginal discharge, weight decreased, palpitations, hypoaesthesia and abdominal discomfort outcome was unknown, the dyspareunia, dental caries, bladder disorder and headache had not resolved and the dizziness, dysgeusia, peripheral swelling, ovarian cyst and musculoskeletal pain outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, alopecia, arthralgia, asthenia, back pain, chest pain, coital bleeding, constipation, dental caries, dizziness, dysgeusia, dyspareunia, hypoaesthesia, menorrhagia, menstrual disorder, musculoskeletal pain, ovarian cyst, palpitations, peripheral swelling, trigeminal neuralgia, vaginal discharge, visual impairment and weight decreased with essure. The reporter considered bladder disorder, bladder pain, dysmenorrhoea, genital haemorrhage, headache, hormone level abnormal, metrorrhagia, migraine, nausea, pelvic pain, polycystic ovaries, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per pfs, onset date of weight gain was (B)(6)2010, dyspareunia, coital bleeding and dental caries was (B)(6) 2010, dysmenorrhea was 2010, asthenia and nausea was (B)(6) 2010 and alopecia was (B)(6) 2011 (prior to essure insertion date). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Computerised tomogram - on (B)(6) 2013: bilat renal cysts. (B)(6) 2015, pathology report. Pre-op diagnosis- left adnexal mass. Specimens: ovarian cyst, right, uterus with cervix, left fallopian tube ovary,rt fallopian tube. Final diagnosis: right ovarian cyst, benign serous cyst adenoma, uterus with cervix, left tube and ovary, right fallopian tube, cervix: squamous metaplasia, endometrium: proliferative endometrium, myometrium: no significant lesion, left ovary: dermoid cyst, bilateral fallopian tubes: no significant lesion. Gross description- right ovarian cyst: the specimen consists of fragments of gray tissue that measure in aggregate 0.7 x 0.3 x 0.2 cm. Cervix, uterus, left tube and ovary and right fallopian tube: the specimen was received fresh from the or and consists of a uterus with cervix, left fallopian tube. And ovary and right fallopian tube weighs 122 g. The uterus and cervix measure 9.8 x 6.3 x 3.8 cm the cervix measuring 4.0 cm in length and 3.2 cm in average diameter. The specimen is opened laterally and reveals an endocervical canal measures 4.0 cm in length and 0.8 cm in diameter that is lined by glistening tan mucosa. The endometrial cavity is regular-shaped and measures 5.0 x 3.2 cm it is lined by glistening tan mucosa that measures 0.1 cm in thickness. The left ovary measures 5.0 x 4.0 x 4.0 cm and upon sectioning reveals a 4.7 x 4.0 x 3.8 cm cyst filled with soft cheesy yellow and oily material. Microscopic description: a. Sections show a cyst wall lined by low cuboidal epithelium consistent with a benign serous cystadenoma. There is no evidence of atypia or malignancy. B. Sections of cervix are squamous metaplasia. The endometrium shows proliferative endometrium. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in (B)(6).¿ medical assessment: the reported medical events are not necessarily indicative of a quality defect. No batch number was reported. No complaint sample was provided for technical investigation. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number or sample. At time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. Based on the available information, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on 4-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data were updated. Added event:she did not undergo essure confirmation test. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA /manuf and user facility device exp, reference number: mw5031548) on 04-oct-2013. The most recent information was received on 20-mar-2020. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in dev@com.¿ medical assessment: the reported medical events are not necessarily indicative of a quality defect. No batch number was reported. No complaint sample was provided for technical investigation. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number or sample. At time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. Based on the available information, there is no reason to suspect a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('they can't find the right coil. There is something in my uterus, but I don't know what it is'), pelvic pain ('pelvic pain / pain post essure / left side pelvic pain: during menstruation / pain/severe and persistent pain/ stabbing pains'), visual impairment ('spots/floaters in vision'), trigeminal neuralgia ('brain shocks (diagnosed as trigeminal neuralgia)'), back pain ('back pain (severe, lower back)'), arthralgia ('hip pain (both hips)'), menorrhagia ('heavy periods (socaking an over night pad in 1 hour)/abnormal bleeding ( menorrhagia)'), menstrual disorder ('blood clots during period/ menstruation issues'), dyspareunia ('painful intercourse/dyspareunia(painful sexual intercourse)/ pain and bleeding during intercourse'), coital bleeding ('other injury or complications -please describe bleeding after intercourse/ bleeding during intercourse'), constipation ('constipation (bowel movements sometimes 3 days apart)'), chest pain ('chest pains (both sides, radiates into shoulder)'), vaginal discharge ('discharge (betwen periods, yellowish green color, no infections found)'), dizziness ('dizziness'), weight decreased ('weight loss (unexplained)/weight loss'), alopecia ('hair loss (falling out 10-15 strands at a time)/hair loss/ hair falling out'), asthenia ('loss of energy (even after full nights sleep)'), palpitations ('heart palpitations'), dysgeusia ('nickel taste in mouth/ metal taste in mouth'), peripheral swelling ('numbness/swelling in hands (both)'), hypoaesthesia ('numbness/swelling in hands (both)'), ovarian cyst ('ovarian cysts'), musculoskeletal pain ('pressure in buttocks when sitting'), dental caries ('cavities in teeth (oral hygiene did not change after implantation)/ dental problems/ dental issues'), abdominal discomfort ('vibrating sensation in lower abdomen') and genital haemorrhage ('bleeding post essure/ excessive bleeding') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included gallstones removal, keloid scar, anxiety, cholecystectomy, intra-abdominal cancer advanced, epigastric pain, renal cyst nos, ovarian cyst nos, squamous cell metaplasia, overweight, birth control pill and seizure. *(B)(6) 2015, pathology report pre-op diagnosis- left adnexal mass specimens: a. Ovarian cyst, right b. Uterus with cervix, left fallopian tube ovary,rt fallopian tube final diagnosis: a. Right ovarian cyst - benign serous cyst adenoma b. Uterus with cervix, left tube and ovary, right fallopian tube - cervix: squamous metaplasia - endometrium: proliferative endometrium - myometrium: no significant lesion - left ovary: dermoid cyst - bilateral fallopian tubes: no significant lesion gross description- right ovarian cyst: the specimen consists of fragments of gray tissue that measure in aggregate 0.7 x 0.3 x 0.2 cm. Cervix, uterus, left tube and ovary and right fallopian tube: the specimen was received fresh from the or and consists of a uterus with cervix, left fallopian tube and ovary and right fallopian tube weighs 122 g. The uterus and cervix measure 9.8 x 6.3 x 3.8 cm the cervix measuring 4.0 cm in length and 3.2 cm in average diameter. The specimen is opened laterally and reveals an endocervical canal measures 4.0 cm in length and 0.8 cm in diameter that is lined by glistening tan mucosa. The endometrial cavity is regular-shaped and measures 5.0 x 3.2 cm it is lined by glistening tan mucosa that measures 0.1 cm in thickness. The left ovary measures 5.0 x 4.0 x 4.0 cm and upon sectioning reveals a 4.7 x 4.0 x 3.8 cm cyst filled with soft cheesy yellow and oily material. Microscopic description: a. Sections show a cyst wall lined by low cuboidal epithelium consistent with a benign serous cystadenoma. There is no evidence of atypia or malignancy. B. Sections of cervix are squamous metaplasia. The endometrium shows proliferative endometrium. Concomitant products included docusate sodium, hydrocodone, ibuprofen (ibuprofen astec), medroxyprogesterone acetate (depo-provera) and paracetamol (apo-acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and polycystic ovaries ("reproductive system disorder (pcos)/ multiple follicles in both ovaries"). In (B)(6) 2010, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain/loss (specify which one)weight gain") and uterine leiomyoma ("reproductive system disorder (fibroids)"). In (B)(6) 2010, the patient experienced dyspareunia (seriousness criterion disability), coital bleeding (seriousness criterion disability) and dental caries (seriousness criterion disability). In (B)(6) 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced alopecia (seriousness criterion disability). On (B)(6) 2013, the patient was found to have weight decreased (seriousness criterion disability), 2 years 9 months after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion disability), vaginal haemorrhage ("abnormal bleeding (vaninally)/abnormal bleeding (vaginal)"), anxiety ("emotional anguish / mental anguish") and depression ("depression"). In (B)(6) 2013, the patient experienced pain ("physical pain / pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), visual impairment (seriousness criterion disability), trigeminal neuralgia (seriousness criterion disability), back pain (seriousness criterion disability), arthralgia (seriousness criterion disability), menstrual disorder (seriousness criterion disability), constipation (seriousness criterion disability), chest pain (seriousness criterion disability), vaginal discharge (seriousness criterion disability), dizziness (seriousness criterion disability), asthenia (seriousness criterion disability), palpitations (seriousness criterion disability), dysgeusia (seriousness criterion disability), peripheral swelling (seriousness criterion disability), hypoaesthesia (seriousness criterion disability), ovarian cyst (seriousness criterion disability), musculoskeletal pain (seriousness criterion disability), abdominal discomfort (seriousness criterion disability), genital haemorrhage (seriousness criterion medically significant), bladder pain ("bladder pain (mild-severe)"), metrorrhagia ("spotting between periods/ metorrhagia"), fatigue ("fatigue") and ovarian enlargement ("ovaries are enlarged") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (underwent robotically assisted total laparoscopic hysterectomy bilateral salpingectomy, oophrectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, visual impairment, trigeminal neuralgia, back pain, arthralgia, constipation, chest pain, vaginal discharge, dizziness, weight decreased, palpitations, dysgeusia, peripheral swelling, hypoaesthesia, ovarian cyst, musculoskeletal pain, abdominal discomfort, pain, anxiety, depression, fatigue and ovarian enlargement outcome was unknown, the pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, coital bleeding, alopecia, asthenia, genital haemorrhage, vaginal haemorrhage, urinary tract disorder, migraine, nausea, weight increased, hormone level abnormal, polycystic ovaries, uterine leiomyoma, bladder pain and metrorrhagia had resolved and the dyspareunia, dental caries, bladder disorder and headache had not resolved. The reporter provided no causality assessment for abdominal discomfort, alopecia, arthralgia, asthenia, back pain, chest pain, coital bleeding, constipation, dental caries, dizziness, dysgeusia, dyspareunia, hypoaesthesia, menorrhagia, menstrual disorder, musculoskeletal pain, ovarian cyst, palpitations, peripheral swelling, trigeminal neuralgia, vaginal discharge, visual impairment and weight decreased with essure. The reporter considered anxiety, bladder disorder, bladder pain, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, metrorrhagia, migraine, nausea, ovarian enlargement, pain, pelvic pain, polycystic ovaries, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per pfs, onset date of weight gain was (B)(6) 2010, dyspareunia, coital bleeding and dental caries was (B)(6) 2010, dysmenorrhea was 2010, asthenia and nausea was (B)(6) 2010 and alopecia was (B)(6) 2011 (prior to essure insertion date). 02mar2010, 04mar2010 (discrepancy noted between two pfs). Current weight: 188 lbs. Discrepancy noted : as per the pfs date(s) of insertion given is dec-2012 discrepancy in essure removal date (B)(6) 2015 and 7 nov 2013(as per pfs) current weight 178 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Computerised tomogram - on (B)(6) 2013: results: bilat renal cysts. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusio. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in dev@com.¿ medical assessment: the reported medical events are not necessarily indicative of a quality defect. No batch number was reported. No complaint sample was provided for technical investigation. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number or sample. At time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. Based on the available information, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received. Reporter added event ovarian enlargement added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA /manuf and user facility device exp, reference number: mw5031548) on 04-oct-2013. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), ¿processing essure cases in (B)(6).¿ medical assessment: the reported medical events are not necessarily indicative of a quality defect. No batch number was reported. No complaint sample was provided for technical investigation. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number or sample. At time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. Based on the available information, there is no reason to suspect a quality defect. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA /manuf and user facility device exp, reference number: mw5031548) on 04-oct-2013. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('they can't find the right coil. There is something in my uterus, but I don't know what it is'), pelvic pain ('pelvic pain / pain post essure / left side pelvic pain: during menstruation / pain/severe and persistent pain/ stabbing pains'), visual impairment ('spots/floaters in vision'), trigeminal neuralgia ('brain shocks (diagnosed as trigeminal neuralgia)'), back pain ('back pain (severe, lower back)'), arthralgia ('hip pain (both hips)'), menorrhagia ('heavy periods (socaking an over night pad in 1 hour)/abnormal bleeding ( menorrhagia)'), menstrual disorder ('blood clots during period/ menstruation issues'), dyspareunia ('painful intercourse/dyspareunia (painful sexual intercourse)/ pain and bleeding during intercourse'), coital bleeding ('other injury or complications -please describe bleeding after intercourse/ bleeding during intercourse'), constipation ('constipation (bowel movements sometimes 3 days apart)'), chest pain ('chest pains (both sides, radiates into shoulder)'), vaginal discharge ('discharge (betwen periods, yellowish green color, no infections found)'), dizziness ('dizziness'), weight decreased ('weight loss (unexplained)/ weight loss'), alopecia ('hair loss (falling out 10-15 strands at a time)/hair loss/ hair falling out'), asthenia ('loss of energy (even after full nights sleep)'), palpitations ('heart palpitations'), dysgeusia ('nickel taste in mouth/ metal taste in mouth'), peripheral swelling ('numbness/swelling in hands (both)'), hypoaesthesia ('numbness/swelling in hands (both)'), ovarian cyst ('ovarian cysts'), musculoskeletal pain ('pressure in buttocks when sitting'), dental caries ('cavities in teeth (oral hygiene did not change after implantation)/ dental problems/ dental issues'), abdominal discomfort ('vibrating sensation in lower abdomen') and genital haemorrhage ('bleeding post essure/ excessive bleeding') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included gallstones removal, keloid scar, anxiety, cholecystectomy, intra-abdominal cancer advanced, epigastric pain, renal cyst nos, ovarian cyst nos, squamous cell metaplasia, overweight, birth control pill and seizure. (B)(6) 2015, pathology report pre-op diagnosis- left adnexal mass specimens: a. Ovarian cyst, right b. Uterus with cervix, left fallopian tube ovary,rt fallopian tube final diagnosis: a. Right ovarian cyst - benign serous cyst adenoma b. Uterus with cervix, left tube and ovary, right fallopian tube - cervix: squamous metaplasia - endometrium: proliferative endometrium - myometrium: no significant lesion - left ovary: dermoid cyst - bilateral fallopian tubes: no significant lesion gross description- right ovarian cyst: the specimen consists of fragments of gray tissue that measure in aggregate 0.7 x 0.3 x 0.2 cm. Cervix, uterus, left tube and ovary and right fallopian tube: the specimen was received fresh from the operating room and consists of a uterus with cervix, left fallopian tube and ovary and right fallopian tube weighs 122 g. The uterus and cervix measure 9.8 x 6.3 x 3.8 cm the cervix measuring 4.0 cm in length and 3.2 cm in average diameter. The specimen is opened laterally and reveals an endocervical canal measures 4.0 cm in length and 0.8 cm in diameter that is lined by glistening tan mucosa. The endometrial cavity is regular-shaped and measures 5.0 x 3.2 cm it is lined by glistening tan mucosa that measures 0.1 cm in thickness. The left ovary measures 5.0 x 4.0 x 4.0 cm and upon sectioning reveals a 4.7 x 4.0 x 3.8 cm cyst filled with soft cheesy yellow and oily material. Microscopic description: a. Sections show a cyst wall lined by low cuboidal epithelium consistent with a benign serous cystadenoma. There is no evidence of atypia or malignancy. B. Sections of cervix are squamous metaplasia. The endometrium shows proliferative endometrium. Concomitant products included docusate sodium, hydrocodone, ibuprofen (ibuprofen astec), medroxyprogesterone acetate (depo-provera) and paracetamol (apo-acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and polycystic ovaries ("reproductive system disorder (pcos)/ multiple follicles in both ovaries"). In (B)(6) 2010, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain/loss (specify which one)weight gain / gained 10 lbs") and uterine leiomyoma ("reproductive system disorder (fibroids)"). In (B)(6) 2010, the patient experienced dyspareunia (seriousness criterion disability), coital bleeding (seriousness criterion disability) and dental caries (seriousness criterion disability). In (B)(6) 2010, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced alopecia (seriousness criterion disability). On (B)(6) 2013, the patient was found to have weight decreased (seriousness criterion disability), 2 years 9 months after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion disability), vaginal haemorrhage ("abnormal bleeding (vaninally)/abnormal bleeding (vaginal)"), anxiety ("emotional anguish / mental anguish") and depression ("depression"). In (B)(6) 2013, the patient experienced pain ("physical pain / pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), visual impairment (seriousness criterion disability), trigeminal neuralgia (seriousness criterion disability), back pain (seriousness criterion disability), arthralgia (seriousness criterion disability), menstrual disorder (seriousness criterion disability), constipation (seriousness criterion disability), chest pain (seriousness criterion disability), vaginal discharge (seriousness criterion disability), dizziness (seriousness criterion disability), asthenia (seriousness criterion disability), palpitations (seriousness criterion disability), dysgeusia (seriousness criterion disability), peripheral swelling (seriousness criterion disability), hypoaesthesia (seriousness criterion disability), ovarian cyst (seriousness criterion disability), musculoskeletal pain (seriousness criterion disability), abdominal discomfort (seriousness criterion disability), genital haemorrhage (seriousness criterion medically significant), bladder pain ("bladder pain (mild-severe)"), metrorrhagia ("spotting between periods/ metorrhagia"), fatigue ("fatigue"), ovarian enlargement ("ovaries are enlarged") and incontinence ("incontinence issues") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (underwent robotically assisted total laparoscopic hysterectomy bilateral salpingectomy, oophrectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, visual impairment, trigeminal neuralgia, back pain, arthralgia, constipation, chest pain, vaginal discharge, dizziness, weight decreased, palpitations, dysgeusia, peripheral swelling, hypoaesthesia, ovarian cyst, musculoskeletal pain, abdominal discomfort, pain, anxiety, depression, fatigue, ovarian enlargement and incontinence outcome was unknown, the pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, coital bleeding, alopecia, asthenia, genital haemorrhage, vaginal haemorrhage, urinary tract disorder, migraine, nausea, weight increased, hormone level abnormal, polycystic ovaries, uterine leiomyoma, bladder pain and metrorrhagia had resolved and the dyspareunia, dental caries, bladder disorder and headache had not resolved. The reporter provided no causality assessment for abdominal discomfort, alopecia, arthralgia, asthenia, back pain, chest pain, coital bleeding, constipation, dental caries, dizziness, dysgeusia, dyspareunia, hypoaesthesia, menorrhagia, menstrual disorder, musculoskeletal pain, ovarian cyst, palpitations, peripheral swelling, trigeminal neuralgia, vaginal discharge, visual impairment and weight decreased with essure. The reporter considered anxiety, bladder disorder, bladder pain, depression, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, incontinence, metrorrhagia, migraine, nausea, ovarian enlargement, pain, pelvic pain, polycystic ovaries, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per pfs, onset date of weight gain was (B)(6) 2010, dyspareunia, coital bleeding and dental caries was (B)(6) 2010, dysmenorrhea was 2010, asthenia and nausea was (B)(6) 2010 and alopecia was (B)(6) 2011 (prior to essure insertion date). (B)(6) 2010, (B)(6) 2010 (discrepancy noted between two pfs). Current weight: 188 lbs. Discrepancy noted : as per the pfs date(s) of insertion given is (B)(6) 2012 discrepancy in essure removal date (B)(6) 2015 and (B)(6) 2013 (as per pfs). Current weight 178 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Computerised tomogram - on (B)(6) 2013: results: bilat renal cysts. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusio. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in (B)(4).¿ medical assessment: the reported medical events are not necessarily indicative of a quality defect. No batch number was reported. No complaint sample was provided for technical investigation. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number or sample. At time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. Based on the available information, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new event "incontinence issues" added, reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.